Event description:
The account generated an erratic axsym troponin-I adv result on a patient specimen that was processed neat and with a dilution. The account initially generated an axsym troponin-I adv result of >22.78 ng/ml (neat). Then the sample was run using the 1:10 autodilution with a result of <18.22 ng/ml. The sample was repeated a third time with a result of 16.18 ng/ml (neat). A new specimen was obtained which tested 11.5 ng/ml (neat) and 15.75 ng/ml (1:5 manual dilution). Through troubleshooting it was discovered the account made a manual dilution of 1:5 and ran in 1:10 autodilution mode generating the axsym troponin-I adv result of <18.22 ng/ml. Csc educated the account on the recommended processing of dilutions. Additional patient testing generated ck = 1197 (no units of measurement given) and ckmb = 196 (no units of measurement given). The account reported the axsym troponin-I adv of 16 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.